Event description:
Employee went to pick up above sharps container and was stuck with a needle protruding through the side of the cardboard style device. On investigation, after the occurrence, it did not appear over filled. The contents did not exceed the fill line on the outside of the device. The needle was most likely part of a safety syringe and the syringe shield was not locked properly or not used.